Event description:
Patient was lifting heavy load that resulted in hardware breaking. The surgeon is confident that patient's actions were non-compliant with post surgery instructions. The plate broke. The screws were still in the bone. This is submission 2 of 2. Product was returned and it was discovered there were two affected parts, this submission is to capture the second part.